Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, a teardrop-shaped clip was loosely formed at the third firing. Another device was used to complete the case. There were no adverse consequences to the patient.